Event description:
It was reported that during a routine follow up, the pulse generator could not be interrogated. No patient symptoms or intervention was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.